Event description:
The pacemaker was implanted on (B)(6) 2008, and connected to leads implanted on (B)(6) 1995. Reportedly, during the replacement procedure performed on (B)(6) 2021, due to normal battery depletion, the pacemaker was taken out of the pocket and it was attempted to disconnect both leads. The set-screws of both leads could be properly loosened. Nevertheless, it was impossible to extract the leads pins from the connector ports of the pacemaker. The leads were endamaged when attempting to extract them from the connector ports: their conductors were expoed. As a result, the whole pacing system was explanted, and a new pacing system was implanted on the opposite side of the chest.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacemaker was implanted on (B)(6) 2008, and connected to leads implanted on (B)(6) 1995. Reportedly, during the replacement procedure performed on (B)(6) 2021, due to normal battery depletion, the pacemaker was taken out of the pocket and it was attempted to disconnect both leads. The set-screws of both leads could be properly loosened. Nevertheless, it was impossible to extract the leads pins from the connector ports of the pacemaker. The leads were endamaged when attempting to extract them from the connector ports: their conductors were expoed. As a result, the whole pacing system was explanted, and a new pacing system was implanted on the opposite side of the chest.